Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Sent to bd medical affairs team as well as engineering r&d team.

Event description:
It was reported that bd insyte autog bc wing patient allergic reaction occurred. The following information was provided by the initial reporter: physician states they have a patient who is currently experiencing thrombophlebitis with two bd peripheral IV catheters. This patient is not having these with central lines or groshong catheters. Physician is thinking it could potentially be an allergic reaction to the materials of the catheters. This patient has had a history of similar issues as well. The IV catheters they use are made of the bd vialon material which appears to be polyurethane. Physician is wanting to know if this polyurethane contains teflon? Are there any other additional materials in the polyurethane or catheters that he may be able to look at as potential allergens for this patient? Thanks for reaching out, but in the interest of time, I am going to hold off on sending you the product info b/c it is not a single product or a single incident, and he's still in the hospital with me right now getting thrombophlebitis. It has happened with multiple peripheral IV products, but the common denominator is the bd vialon catheter material. Product insert says it's made of a polyurethane material. My question is whether or not the catheter material contains any other chemicals that are promoting an inflammatory response. Teflon? Any other materials that you can think of that I should put on an avoidance list for him? He reportedly does not have any interactions/problems with silicone catheters, so I'm starting from a materials viewpoint. Any assistance from a materials engineer/specialist would be appreciated. (B)(6) 2025, what treatment did the patient require due to this event of thrombophlebitis? Anticoagulation, antibiotics.